Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had scratches on the screen and screen was hard to read and also stated that buttons did not respond when they first press them. The customer¿s blood glucose was unknown at the time of incident. The customer stated that insulin pump had rainbow effect, diminished battery life and hearing unusual noises different from the normal rewind noise and insulin pump rewind slower than it had in past. The insulin pump will not be returned for analysis.